Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "blood and solute going up into the endo pace sheath". No patient harm or injury.

Manufacturer narrative:
(B)(4). The reported complaint for "blood and solute going up into the endo pace sheath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that "blood and solute going up into the endo pace sheath". No patient harm or injury.